Event description:
It was reported that the device was explanted after an implant duration of seven months due to unk reason. No further info was received. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.